Event description:
It was reported that a cartridge alarm occurred during the load process. There was no adverse impact on the customer's blood glucose level. The caller was assisted by technical support in loading a new cartridge using the proper technique, and they successfully resumed insulin therapy, resolving the issue.